Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported rupture confirmed via MRI and exchange of textured devices due to concern with product. Later, healthcare professional reported "seroma fluid". This record is for the right side. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ gel bleed: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture confirmed via MRI and exchange of textured devices due to concern with product. Later, healthcare professional reported "seroma fluid". Healthcare professional later reported "gel leak". This record is for the right side. Device explanted.

Event description:
Patient reported right side rupture confirmed via MRI and exchange of textured device due to concern with product. Healthcare professional later reported "seroma fluid". Healthcare professional additionally reported "gel leak" and "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ gel bleed: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture confirmed via MRI and exchange of textured device due to concern with product. Healthcare professional later reported "seroma fluid". Healthcare professional additionally reported "gel leak" and "hole, non-specific". Device has been explanted and replaced.

Event description:
Physician's office called to report a right side rupture and exchange from textured to smooth implant due to the patient's concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b g2 h6.

Event description:
Patient reported right side rupture confirmed via MRI and exchange of textured device due to concern with product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.